Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1: sid (B)(6) age/sex unknown. Sid (B)(6) age/sex unknown. Sid (B)(6) female/age 79. Sid (B)(6) male/age 63.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for 4 patients on alinity serial number (B)(6). The following data was provided: sid (B)(6) first run: 593.12 ng/l retest: 10ng/l date: (B)(6) 2025 age/sex unknown. Sid (B)(6) first run: 39.82ng/l retest: 10ng/l date: (B)(6) 2025 age/sex unknown. Sid (B)(6) first run 84.3ng/l, retest: 10ng/l, (B)(6) 2025 female/age79. Sid (B)(6) first run 227.2ng/l, retest: 10ng/l, (B)(6) 2025 male/age63. Customer¿s reference ranges: age 0-15 days, = 968 ng/l (male), = 968 ng/l (female). Age 15 days - 3months, = 59.0 ng/l (male), = 59.0ng/l (female). Age 3 months - 19years, = 21.0ng/l (male), = 21.0 ng/l (female). Age = 19 years, = 34.2 ng/l (male), = 15.6ng/l (female) no impact to patient management was reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated alinity I stat high sensitive troponin-I results on the alinity I processing module, serial number (B)(6). During an extensive investigation, the fsr performed troubleshooting procedures but was unable to determine a single definitive part for the likely cause of the issue. The alinity I processing module, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for 4 patients on alinity serial number (B)(6). The following data was provided: sid (B)(6), first run: 593.12 ng/l retest:<10ng/l date: (B)(6) 2025 age/sex unknown, sid (B)(6), first run: 39.82ng/l retest:<10ng/l date: (B)(6) 2025 age/sex unknown, sid (B)(6) , first run 84.3ng/l, retest: <10ng/l, (B)(6) 2025 female/age79, sid (B)(6), first run 227.2ng/l, retest: <10ng/l, (B)(6) 2025 male/age68 correction to age on (B)(6) 2025. Customer¿s reference ranges: age 0-15days, <=968 ng/l (male), <=968 ng/l (female), age 15days - <3months, <=59.0 ng/l (male), <=59.0ng/l (female), age 3months - <19years, <=21.0ng/l (male), <=21.0 ng/l (female), age >=19years, <=34.2 ng/l (male), <=15.6ng/l (female) no impact to patient management was reported.